Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-30324. During a device replacement procedure for normal eri, there was no threshold measurement on the right atrial (ra) lead. There were also episodes of noise on the ra lead and an insulation abrasion was noted. The lead was capped but not replaced as there was evidence of subclavian stenosis. A new system was implanted during a separate procedure. Following the procedure, the patient was stable.